Event description:
Acist device for contrast injection was not purged of air prior to start of procedure in the cardiac cath lab. The air was distal to the air sensor on machine so vent undetected until air was seen in pt's vascular system on fluoroscopy. Atw guidewire used to try to break up the air embolism; pt very unstable and hyptertensive; code blue called; intra aortic balloon pump; temporary pacemaker; pt did not respond to these measures and expired.